Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. The ble connection was restored via magnet application. There were no patient consequences reported.